Event description:
The device was used during a right lobectomy procedure. Reportedly, the staples did not form properly and the staple line leaked. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.